Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The surgeon side console (ssc) viewer was analyzed and found on the system logs that an intermittent 462 error occurred pointing to the left force sensor of the viewer. Performed troubleshooting and replaced viewer to address reported issue. Performed visual inspection and found no problems related to reported issue. Checked lighthouse/aperture and confirmed error 462 occurred. Installed viewer on an internal equipment, fixture, or tool (eft) system and could not replicate reported issue during system testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, an intuitive surgical, inc. (Isi) representative called from outside the operating room (or) during a procedure to report the issue previously reported on sr (B)(4) was persisting (surgeon console viewer won't adjust and requires a restart message). The procedure was completing as planned with no reported injury.